Manufacturer narrative:
The cause for the discordant depressed actm result is instrument malfunction. A siemens customer service engineer was dispatched to the site and performed service including maintenance on the optical system. They also checked cuvette manufacturing, cleaned drains, and checked syringes. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant falsely depressed acetaminophen (actm) result was obtained on the dimension exl instrument. The result was flagged below assay range and was not reported to the physician. The same sample was repeated on the same instrument and on an alternate dimension exl instrument and a higher result was obtained and reported. There are no known reports of patient intervention or adverse health consequences due to the discordant depressed actm result.